Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the bent scope occurred due to the use of excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with issue of "bent" . The problem found at preparation for use. There was no patient involvement on this reported issue. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
Follow up communication with the customer provided no information regarding the reported event other than stating the device was sent back for return. The subject device was received and evaluated . Device evaluation, device outer tube was inspected found the outer tube was bent. Additionally, objective window inspection found dents on the channel. General diagnostics found no moisture on the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.